Event description:
It was reported that this right ventricular (rv) lead had an alert for high out of range pacing impedances measuring greater than 3000 ohms. Historically, the pacing impedances have been stable measuring 600 ohms. It was noted there was no evidence of noise. Technical services recommended to further evaluate the lead. This rv lead remains in service. No adverse patient effects were reported.